Event description:
Telemetry monitors went blank. The screens were moving, but the heart rates were frozen. Error message came up. The nurses were alerted to potential problem by monitor techs. The rhythms and heart rates fluctuated in and out on monitor. This pt at same time monitor was out, dipped into the 30's on heart rate. Attempting to get data from hard drive.